Event description:
Additional information was received from the patient on (B)(6), 2020. It was reported that the reason why the recharging was taking more than they were able to use it was because it seemed to the patient that the higher the voltage was the shorter the battery life; the battery life was not what it should be. They didn't take any actions/interventions to resolve this event, and therefore was not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and the patient regarding their implantable neurostimulator (ins). Information was reported that the patient has not used either device in a long time and now he needs to put it into MRI mode which is not related to the device or therapy. The patient charged the controller and is trying to get to the menu. The patient has not charged the ins for a really long time. The patient stated since about six months after implant the patient stopped charging the ins and the controller because he was charging it more than he was able to use the therapy. The patient stated he was getting about 30-40% decrease in pain which to him is amazing. The patient stated it was more work charging then it was worth. Because of this the patient is reporting that his device does not charge up and has not used it for quite some time. No further complications were reported. No additional patient symptoms were reported.